Event description:
The physician reported that during the implant procedure, it was not possible to easily insert the associated leads into the connection ports of the subject device. It was indicated that all of the set-screws were completely descended, out-of-box, and each screw had to be repositioned carefully prior to lead insertion. The subject device was subsequently implanted.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to paradym rf crt models approved under p060027. Analysis is pending.